Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the catheter appeared as fractured. The procedure was completed with the same device with no patient consequences.